Event description:
It was reported that the device was used during a laparoscopic colon resection. The tip of the blade broke off. Another device was used to complete the case. There was no consequence to the pt. One device is being returned.